Event description:
The patient claimed that the bed is moving up and down unintentionally. No injury was sustained. The arjo technician went onsite and he did not recreate any unintended bed movement or device malfunction.

Manufacturer narrative:
The claimed bed was equipped with locked-up function available to avoid accidental activation by user. The usage is described in the instruction for use (IFU 746-396-UK-7) "the lockable handset operates in the same way as the standard control handset, but has the facility to selectively disable bed functions to prevent their use by the patient." A review of the post-market surveillance data suggests that the bed movement without any buttons being pressed, and in the absence of any observed bed malfunction, may be related to accidental activation of the bed functions by a user. It was not observed during the bed inspection. Based on the information above it is considered that the exact cause of the reported issue could not be determined. The arjo device was in use during patient treatment at the time the event occurred and, from this perspective, was involved in the event. According to the allegation, the bed moved up and down on its own, which indicates that the device did not perform as specified at the time of the event. A device evaluation was performed; however, no malfunction was identified. The complaint was assessed as reportable due to the allegation of unintended bed movement. No UDI information is available, the device was manufactured before UDI implementation.